Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and identified as requiring replacement. A sbc upgrade was performed including replacement of multiple system pcb assemblies, hard disk drive, software and cables. The system was tested and found to be working as intended and returned to service.